Event description:
Approximately five hours post procedure the pt developed hypoxia low 90's requiring supplemental oxygen via nc at 3 - 5 1pm. No dyspnea or other associated symptoms were noted. A pulmonary angiogram was performed with normal findings. A chest CT was performed with diffuse bilateral atalectasis demonstrated. No evidence of pe or other significant findings. No coagulopathy or other significant findings were demonstrated via lab work. Chest x-ray was unremarkable.